Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient¿s battery was power switching. The event is reported to have been associated with a power up and motor start. A preliminary review of the controller log files appears to confirm the reported loss of power. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the power up and motor start was associated with troubleshooting activities.

Manufacturer narrative:
The battery was not returned for evaluation. A review of the manufacturing records confirmed that the associated device met all requirements for release. Log file analysis revealed that the controller in use contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed several power switching events due to momentary disconnections involving the reported battery (bat212614). Analysis of the event files revealed a controller power-up and motor start event on 26jan2018, at 12:03:08 and 12:03:14 respectively. Fifteen minutes before the loss of power, the controller was connected to bat212614 with 44% relative state of charge (rsoc) on power port 1 and bat213916 with 91% rsoc on power port 2. Fifteen minutes after the controller power up, the controller was connected to bat203815 on power port 1 and bat213916 with 88% rsoc on power port 2. Bat203815's capacity was logged as ¿202,¿ which indicates that the battery experienced a temporary disconnection from the controller in the previous 15-minute interval. The observed temporary disconnection may indicate that there was a disconnection and reconnection of the same power source or a that a momentary disconnection between the controller and battery had occurred. As a result, the reported events were confirmed. The most likely root cause of the power switching events can be attributed to momentary disconnections between the controller and battery. An internal investigation has been opened to evaluate momentary disconnections and implement corrective actions as required. Based on the log file analysis, the root cause of the loss of power may be attributed to a double disconnection of both power sources, given that one of the power sources connected prior to the loss of power was replaced. An internal investigation has been opened to evaluate the double disconnects and implement corrective actions as required. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.